Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The caller did not know the blood glucose reading. The customer stated that the alarm had occurred first on (B)(6) 2014, having occurred twice that day. The customer stated that the insulin pump alarmed again on (B)(6) 2015. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. The device was unable to prime during prime test and it alarmed motor error during basic occlusion test due to faulty force sensor system. The occlusion test and excessive no delivery test were not performed due to prime/fill anomaly. The motor was tested outside of the device and it passed. The device had scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube.